Manufacturer narrative:
On (B)(6) 2019, mentor received additional information regarding the patient's symptoms and date of event (B)(6) 2019. Though initially patient code breast pain was reported, the patient actually experienced left-sided grade iii-IV capsular contracture. The relevant fields have been updated. On (B)(6) 2019, the investigation on the suspected medical device was completed. During evaluation of the device, a crease was observed in anterior expanding to posterior view. There was a tear within the crease, measuring approximately less than 0.1 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left-sided deflation, breast soreness. Concomitant medical products: 475cc mentor smooth round moderate profile (catalog #: 3501680, serial #: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 475cc mentor smooth round moderate profile and experienced postoperative left-sided deflation and breast soreness. As a result, the patient underwent removal and replacement with two 650cc mentor smooth round moderate plus profile implants (catalog #: 3502650, serial # for right: (B)(4), serial # for left: (B)(4)) on (B)(6) 2019.